Event description:
It is reported that reamer is getting bound with the guide pin. The surgeon is concerned that the reamer will drive the guide pin into the acetabulum, potentially causing an adverse event.

Manufacturer narrative:
Eval summary: possible reasons for the reamer becoming bound with the pin could be due to but not limited to: the pin being used in bent condition, the reamer ID not being drilled properly, bone debris getting stuck in between the reamer and pin. With the available information, an exact cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.